Manufacturer narrative:
The 510 (k)021819. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter son contacted lfs on (B)(6) 2011 alleging that his father was in the ER due to the alleged error 1 message on his one touch ultrasmart meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is based on the initial call. The son mentioned that his father purchased the meter here in the us and took the meter with him to (B)(6) to test his blood glucose. On (B)(6) 2011, while the father was in (B)(6) he attempted to test at 12:00am and obtained an error 1 message on his meter. The patient did not have a back up meter and had no other way of testing. On (B)(6) 2011 the patient developed symptoms of feeling dizzy, sweaty, and vomiting and fatigue. The patient was taken to the ER at 7:00am on the (B)(6) and was treated with IV glucose. At this time there is no information what the patient's initial reading as in the ER and how long the patient was in the ER for. It would have also been helpful to know the patient's diabetes regimen. The alleged issue was not resolved over the phone, since the reporter does not have the meter with him to troubleshoot with customer care advocate (cca). The complaint is being reported since the reporter alleged that due to error 1 message, his father was unable to test and later developed symptoms suggestive of a serious injury based on lfs definition and was treated with IV glucose in the ER.